Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was placed on extracorporeal membrane oxygenation and was implanted with an impella cp device for mechanical circulatory support to unload the left ventricle. However, after implant of the impella cp device, it was indicated that the pump failed. The impella cp device was explanted in the procedural area and replaced with another impella cp device, which supported the patient for approximately two days before being explanted and escalated to an impella 5.5 device. The patient was noted to have survived the explant and was noted to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.